Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No patient injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: sample was returned for evaluation. The product was found to leak due to breach of the heat exchanger. The damage was identified as consistent with customer misuse.